Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Section h3 - other (81): the liquid optics interface (loi) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss occurred during laser fire. The procedure was completed with another liquid optic interface (loi). No defects where observed prior use and no medical interventions where reported. No patient movement was noticed during the issue and no further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes, returned to manufacturer on 04/21/2023 section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) loi was returned within original packaging confirming the reported lot number. Upon inspection, the insert ring was observed to be slightly misplaced. Suction failure was confirmed on the axial proof load test. After realigning the insert ring, the unit passed the axial proof load test. Manufacturing records review: the manufacturing records for the device were reviewed. No deviations, ncs, or capas were initiated during the manufacturing process for this lot number. A search of complaints from lot number 20644673 from the last 12 months was conducted and one (1) related complaint was found. Conclusion: based on the information obtained, product malfunction is confirmed. The insert ring could have moved during use and explains why suction was at first achieved then failed in the field. Awareness and retraining were performed with the assembly team on placement of the insert ring. The defect was assessed as within the expected rate of occurrence and therefore determined to be an isolated event. There was no patient impact reported. Johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.